Event description:
As reported by the (B)(4) registry, dissection was noted after pre-dilatation and there was deployment difficulty with the first precise deployment which was deployed in an inaccurate placement (missed lesion). A second precise stent was deployed successfully to treat the target lesion. Pta was performed on a 70% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortuousity. The arch ii lesion was eccentric, ulcerated, mildly calcified with thrombus present within the lesion. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then an 8x30nn precise pro rx stent was successfully deployed. The angioguard was removed and debris was found in the basket upon retrieval. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any major adverse events.

Manufacturer narrative:
As reported by the sapphire registry, a dissection was noted after pre-dilatation and there was deployment difficulty with the first precise stent resulting in inaccurate placement (missed lesion). A second precise stent was deployed successfully to treat the target lesion. Pta was performed on a 70% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortuousity. The arch ii lesion was eccentric, ulcerated, mildly calcified with thrombus present within the lesion. An angioguard was successfully deployed and the lesion was pre-dilated. After the first stent was deployed an additional 8x30mm precise rx stent was deployed to treat the inaccurate placement of the initial stent to fully cover the target lesion. The angioguard was removed and debris was found in the basket upon retrieval. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any major adverse events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15440710 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping during deployment. In order to provide a complete analysis of the reported issue of "stent jumping" during deployment live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. To date these films have not been provided by any of the accounts. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 9616099-2012-00267 and 1016427-2012-00041.

Manufacturer narrative:
Additional information was received that a non cordis stent was used to treat the inaccurate placement. Post-dilatation was performed with a cordis balloon. No additional information is available and no further reports will be forthcoming.

Manufacturer narrative:
Concomitant devices: precise stent (B)(4), lot number 15556492 and angioguard rx emboli capture guidewire system, catalog number 601814rmc, lot number 70711468. Concomitant medications: intra-procedure: heparin. Pre and post-procedure aspirin and clopidogrel. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 9616099-2012-00267 and 1016427-2012-00041.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 9616099-2012-00267 and 1016427-2012-00041.